Event description:
A customer informed ortho clinical diagnostics that they had obtained lower than expected vitros tsh test results for two cap proficiency samples tested on a vitros eciq immunodiagnostic system. Cap proficiency sample k-12 result of 8.35 miu/l vs. The expected result of 11.728 miu/l; cap proficiency sample k-42 result of 0.78 miu/l vs. The expected result of 1.079 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no evidence that patient sample results were affected, however, the investigation could not conclude patient samples results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation has determined lower than expected vitros tsh results were obtained from two different cap proficiency samples tested on a vitros eciq immunodiagnostic system. A definitive cause could not be identified, however the possibility that an unexpected vitros eciq system performance issue or inappropriate pre-analytical sample handling had contributed to the results could not be ruled out. No reagent issue was identified as a likely contributing factor.